Manufacturer narrative:
The med history was rec'd and evaluated. Co's conclusion remains: infection, compounded by granuloma, is the probable cause of failure.

Event description:
Describe event or problem: one person affected.